Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se updated the software to the current revision, performed extended self-testing on the device and all tests passed. Additional information was received confirming the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, while in use on a patient, the screen on a ht70 plus ventilator froze. Although requested, information regarding the intervention taken on the behalf of the patient and patient outcome has not been provided.